Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 204 mg/dl. Customer stated that when she took the battery off and put in back in the pump, the time did not change. Customer stated that after dinner bolus, numbers were scrolling and gave a button error. Customer reported that the up arrow button got stuck. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.